Manufacturer narrative:
Approximate age of device: one year and 3 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a red heart alarm was observed and the patient felt a pump stoppage. The patient switched power sources to batteries and the alarm resolved. Log file analysis completed by the manufacturer¿s technical services representative revealed pump stoppages on (B)(6) 2018 while connected to the power module. The patient was given two ungrounded power module patient cables. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Review of the log files provided by the account confirmed pump stoppage events; however, a specific cause could not be conclusively determined through this evaluation. The submitted log files contained data from (B)(6) 2018 through (B)(6) 2018. Pump power, estimated flow, and average pi ranged from 4.6 to 6 watts, 3.6 to 6.6 lpm, and 5.1 to 8.4, respectively. The log files captured pump stoppage events while the patient was connected to the power module. The events resolved by switching to battery power. Based on previous complaint history, these conditions could have been caused by a potential driveline issue. No other unusual events were captured. The center requested an ungrounded power module patient cable for the patient. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.